Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. The probable cause of the sharp edges observed is due to improper handling. Manipulation and strain on the wire can cause damage to internal components. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a therapeutic coronary procedure, the omniwire wire was used with no issues. Upon removal, the wire became unraveled. A new omniwire was used to complete the procedure. No patient injury reported. The omniwire was returned for evaluation. Visual inspection found a stretched distal coil; exposing the core wire and shaping ribbon with sharp edges observed. The shaping ribbon broke in two sections, but one side remained intact to the dome and the other to the sensor housing. No missing parts were detected. This product problem is being submitted for the sharp edges observed. There is a potential for harm if the malfunction were to reoccur.